Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 15237833. UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. It was noted that patient had difficulty charging the implantable pulse generator (ipg) and having hard time to hear a beep. The patient underwent a spinal cord stimulator explant procedure where in all devices were removed. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Correction to the initial MDR in block d6b.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. It was noted that patient had difficulty charging the implantable pulse generator (ipg) and having hard time to hear a beep. The patient underwent a spinal cord stimulator explant procedure where in all devices were removed. The explanted device will not be returned as it was disposed at the facility. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.